Manufacturer narrative:
510 (k) # is k001109. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay reporter contacted lfs alleging that the patient's meter power's off during use. The reporter mentioned that on the evening of (B)(6) 2010, the patient's meter powered off during use. The patient took his usual dosage of medication, glucophage 500 mg after the alleged issue began. At an unspecified time later, the patient developed symptoms of feeling shaky and nervous. The patient also contacted the physician who advised the patient not to take anything that would elevate his blood glucose any higher. The patient was not tested on another device. This is not the first time the product is being used. The patient denied any misuse of the batteries needed to be replaced; however, the patient did not have any replacement batteries. The product was replaced. The complaint is being reported since the reporter alleged that due to the meter power off, the patient later developed symptoms suggestive of a serious injury.